Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during the procedure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was stable.